Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Access was obtained via the radial artery. The 95% stenosed target lesion was located in the rigid in-stent restenosis and non- tortuous proximal right coronary artery. A 12mm x 3.50mm nc quantum apex balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 20 atms. The device was successfully removed from the patient. The procedure was completed with a 3.5x8 nc quantum apex balloon catheter. No patient complications were reported and the patient¿s status was stable.